Manufacturer narrative:
Based on the claim against the clip applier instrument by the customer noting a clip application failure, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Intuitive surgical, inc. (Isi) has not yet received the instrument for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the medium-large clip applier (mlca) instrument was used to clip a blood vessel; however, the clip was stuck and would not come off after application. Another instrument was used to complete the surgical task. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium-large clip applier instrument was inspected prior to use with no issue identified. The issue was related to unsuccessful clip application. The clip opened after closure of the clip. The size of the clip was medium-large and the tissue/vessel was less than 10mm. The issue did not occur after a system fault. The medium-large clip applier instrument was stuck on the tissue when the issue occurred. The surgeon was able to successfully open the jaws intraoperatively and release the tissue by trying to control the grip open and close several times. The customer did not use a release key or another instrument to pry open jaws. There was no adverse effect to the grasped tissue and no bleeding. No unexpected tissue was removed. There was no patient injury. Isi received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. The instrument was fully functional. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. As part of investigation, further inspection identified additional related observation. The instrument was found to have a bent grip, and the tip does not align with the other grip. Bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. The root cause of this failure is attributed to mishandling or misuse.